Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed hives from her chin to her knees. The patient reported that the hives specifically under the therapy electrode pads were itchy. The patient's doctor changed her blood thinner and they believe that is why she broke out in hives. The patient reported that the irritation was better.